Event description:
The customer reported low oxygen delivery during use on a patient on the lap top ventilator 1200. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet began. Once a final investigation is complete, a follow up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no signs of damage or misuse. The unit under test was installed on a test stand as received and underwent testing in an effort to duplicate the failure. The following tests were performed to verify the performance of the unit under test: o2 blender checkout: chapter 7, output flow 1-7. Testing found solenoids 1-4 to be within specification with a solenoid #1 flow reading of 6.00lpm should be 5.79 to 6.01lpm. Solenoid #2 flow reading of 18.0lpm should be 17.45 to 18.15lpm. Solenoid #3 flow reading of 48.0lpm should be 46.36 to 48.24lpm. Solenoid #4 flow reading of 48.0lpm should be 46.36 to 48.24lpm. The original complaint was not duplicated in the fa lab. The uut was tested and found to function normally.